Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a renal stent procedure was going to be performed; however, when the 4f micro puncture sheath was inserted into the groin, it became stuck. The patient had previous access site closure with a starclose se device in that groin and the physician thought that the micro puncture sheath may have become stuck on the previously implanted starclose clip. Cut down surgery was performed to remove the micro puncture sheath. As a result the renal stent procedure was not performed. The need for cut down surgery created a clinically significant delay in the procedure. There was no adverse patient sequela no additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.